Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that their transmitter was not working properly on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.